Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have their device off because it "doesn't really do anything for me." They added that the device "doesn't work" and "never worked." The patient said their healthcare provider (hcp) replaced their previous battery because it was low hoping the 2nd device would work better, but they still wet their pants daily. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient couldn't tell why it hadn't kept her from the urgency and that she has to wear protection 24/7. The patient said that they have had nurses reprogram the device 3 or 4 times since implant and it still did not work well. No further complications were reported.